Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. Report two of three for the same event, reference 0002184052-2016-00041-1 and 0002184052-2016-00062.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0002184052-2016-00041. The rod part number is unknown, if it is received an additional report will be submitted.

Event description:
The sales associate reported that after a surgery, a revision surgery had to be performed days later to replace a broken screw that was discovered with an x-ray. In order to remove the broken screw, three closure tops and the rod had to be removed. They replaced the rod with a new one and changed the three closure tops with new ones.

Manufacturer narrative:
The returned device was visually evaluated revealing that the closure top had some material displacement on the bottom side which contacts the rod and the distal threads are slightly bent. This displacement occurs on only one side of the closure top suggesting that it was not seated fully within the tulip head. The complaint is confirmed. The DHR shows that there were no nonconformances or manufacturing issues noted that may have contributed to the event. The root cause cannot be conclusively determined, however, cross threading of the closure top was likely a contributing factor.